Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
As of today, no additional information is available. When additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) was explanted for normal battery depletion. The device has been returned for reliability analysis. There were no adverse patient effects.